Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.0/2/82, implantable collamer lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2019. The lens was removed within the same surgery, no patient injury was reported. On (B)(6) 2019 a replacement lens was implanted and the problem was resolved. Cause of event was unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found the optic and haptic torn as well as residue on the lens. Claim#: (B)(4).